Event description:
It was reported by service report that one of the prongs on the power cord was broken off and the motion interrupt pan was hanging down on head left corner. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
(Result): motion interrupt pan.